Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location from their implantable neurostimulator (ins) and had an appointment on (B)(6) 2015. It was then reported that since (B)(6) 2015 they no longer felt the stimulation even up to 9 volts. The issues were reported as occurring daily. There were no falls, accidents, or trauma noted associated with the event. When the ins was checked with the programmer it was determined that stimulation was on. The patient had an appointment scheduled for (B)(6) 2015 with their healthcare professional (hcp). The indication for the device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.